Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl, and a seizure. Cause was not known. Bg was addressed via consumption of carbohydrates. Additionally, paramedics were called to assist customer, however, no additional treatment was provided. No additional customer or event information was provided.